Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive "replace battery now" alarm and low battery alert was received less than 10 hours prior to alarm. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
The power management graph was within specification. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement and self tests. The pump was received with high sleep current measurements. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, missing serial number label and a peeling end cap address label.